Manufacturer narrative:
A covidien customer support engineer (cse) was able to both verify and duplicate the reported events. The cse replaced the gui central processing unit (cpu) printed circuit board (pcb), updated the backlight inverter pcbs and updated the software to revision ak. The unit was found to pass the short self-test (sst), extended self-test (est), all calibrations, and a performance verification test (pvt) according to the MFR's specifications. (B)(4).

Event description:
A report rec'd from the USA stated an 840 ventilator experienced a blank graphical user interface (gui) with an illuminated "gui inop" message on the breath delivery (bd) light-emitting diode (led) array display. No pt involvement was reported. The date of the event is unk. No add'l info is available at this time.